Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: during left upper lobe lobectomy, a stapler was used for endoscopic stapling. The covidien vascular stapler was used across the branches of the pulmonary artery. After releasing the stapler after a successful firing, the stapler cut the pulmonary artery branch. Hemostasis was obtained. Total blood loss was reported as 1500cc.